Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were low voltage alarms showing in the event log file. The patient's battery clips were replaced. The log file captured some low power advisories/hazards while on battery power. Even after exchanging the battery clips and cleaning the battery clip contacts, the log file still captured low power advisories while on battery power. The system controller was exchanged, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory/hazard alarms was confirmed via the log files. The provided log files, as well as a log file extracted from the returned system controller (serial number (B)(6)), collectively contained data spanning approximately 9 days (21oct2023 ¿ 30oct2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few atypical low voltage advisory alarms were observed throughout the data recorded on (B)(6) 2023 ¿ (B)(6) 2023. These alarms appeared to have been caused by the voltage in either power cable briefly dropping below the alarm threshold. Several atypical power cable disconnect alarms were also observed throughout the data from (B)(6) 2023 ¿ (B)(6) 2023. These alarms appeared to have been caused by the voltage in the black power cable being either below the alarm threshold or above the acceptable voltage threshold. Low voltage hazard alarms were also active during some of these events as a result of the power cable disconnect condition, triggering when the white power cable was disconnected from power while the power cable disconnect condition remained active in the black cable. No other notable events were observed. The returned system controller was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout all testing, even when the power cables were manipulated by hand. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage and power cable disconnect alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.